Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke inside of the guide catheter at the end of the procedure. The catheter was removed without incident. No pt injuries or complications occurred.